Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's handheld computer would not hold a charge nor work when plugged into the wall. Attempts for additional info have been unsuccessful to date.